Event description:
Abbott diabetes care received a medwatch report which reported the following information: the customer stated: "abbott has removed all support information and manual information for freestyle lite and freestyle freedom lite from their website. The phone number on their website for support with a diabetes product is only for the abbott libre continuous glucose monitor products, not the traditional blood glucose meters (traditional test strip based meters)." Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
As investigated by adc, it was determined that the customers report of labeling not being available for freestyle freedom lite on the abbott diabetes care website was not confirmed. From the diabetes care website (https://www.diabetescare.abbott/products), there is a list of all diabetes care products on market including the mentioned freestyle freedom lite and freestyle lite monitoring systems. Clicking on the product name will direct users to the respective instructions for use (IFU) in english and spanish languages. If the user has further questions or concerns regarding their product, they can find the customer care toll free number in the IFU. The website is visible only in the united states, united kingdom, and ireland. No further actions are required at this time. This complaint was received via user report and has been reported to FDA. There is no device manufacturing date as there was no physical product involved. The date entered in section h4 is the date abbott diabetes care became aware of the event. C22 (appropriate term/code not available) was selected as there is no code available. A review of the website was performed based on the customers complaint. A list of all diabetes care products on market including the mentioned freestyle freedom lite and freestyle lite monitoring system was available. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
This is an initial final report. This complaint was received via user report and has been reported to FDA. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: the customer stated: "abbott has removed all support information and manual information for freestyle lite and freestyle freedom lite from their website. The phone number on their website for support with a diabetes product is only for the abbott libre continuous glucose monitor products, not the traditional blood glucose meters (traditional test strip based meters)." Based on the information provided, there was no report of serious injury associated with this event.